Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the complaint will be reopened for further investigation.

Event description:
It was reported that the pump alarmed no disposable and would not run. The alarm was silenced and the settings were reviewed. The pump was turned off, the tubing clamped and the cassette removed. Air bubbles were noted. The tubing was massaged and the cassette was tapped on a hard surface. The cassette was reattached and the pump was turned on. The alarm returned. The steps were completed a second time but the alarm persists. No patient injury was reported.